Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the device did not have ventricular output. The connection between the leads and the ipg was verified and no problems could be identified. Another device was used, and everything functioned appropriately.